Manufacturer narrative:
Patient information not available for reporting report is for one (1) unknown screw. Unknown if the screw was implanted during surgery (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery, the surgeon had a difficult time advancing the nail distally in the patient. The surgeon eventually managed to insert the nail, but when the surgeon was about to insert the proximal screw, the guide assembly did not match the hole in the nail. The nail began to loosen and possibly damage, so the surgeon changed the nail to a smaller diameter. Due to this incident, the surgery was prolonged 1 hour. This report is for one (1) unknown screw. This is report 5 of 5 for (B)(4).